Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent an oblique lumbar interbody fusion (olif) at l3-l5 (posteriorly fixed with pedicle screws at l3-l5). Cage insertion into l3/4 was completed uneventfully. Thereafter, at the time approaching at l4/5 via olif, anterior longitudinal ligament was mistakenly damaged. No malfunction was confirmed with the used instruments. The surgery was completed without any further incident and the surgical time was extended 16-30 minutes due to the incident. The patient¿s postoperative clinical course was reportedly well.